Event description:
It was reported through a literature article that an angio-seal sts was selected for use in the superficial femoral artery (sfa) following a neurointerventional procedure. The pt experienced retroperitoneal bleeding and blood transfusion was required. The pt was on bedrest for 18-24 hrs post procedure. The incident date is between 2005 and 2006. The physician who deployed the angio-seal was unk. The pt was given 300mg of aspirin and 75mg clopidogrel after an administration of a loading dose 300-450mg prior to the stenting procedure which was to be continued after treatment. Intravenous administration of heparin with close monitoring of activated coagulation time (act) was given during the procedure. The literature source was the safety and efficacy of the angio-seal closure device in diagnostic and interventional neuroangiography setting: a single-center experience with 1,443 pts. No additional info is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.